Event description:
Pt got infection by his poor oral hygiene.

Manufacturer narrative:
Pt got infection by pt's poor oral hygiene. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.